Event description:
The reporter contacted animas on (B)(6) 2012 reporting that when the patient went to prime the pump this morning, the down arrow button does not work. The reporter confirmed that there was no trauma to the pump and the keypad had no tears. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: keypad is fully intact, with no peeling or damage observed. The down key responds intermittently. Keypad was removed to investigate and evidence of keypad contamination was located, under "contrast","up","down" and "ok" contact button. The "down" key has misaligned button contact. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The old screen was removed and replaced with a new test screen and contrast returned to normal with test screen. A visual inspection of the battery compartment revealed a compartment crack from threads to case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.